Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. The insulin pump was exposed to x-rays and fell into the toilet. Customer's blood glucose level was 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a slightly loose drive support disk. Unable to perform the prime, occlusion or excessive no delivery alarm tests due to the motor error alarms. Traces of moisture found at the lcd board per visual inspection. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a broken belt clip slot, a stained end cap sticker, and minor scratches on the lcd window. The pump passed the displacement test.